Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarm from the insulin pump. The patient's blood glucose of the time was 420 mg/dl. The customer stated the pump alarmed during easy bolus. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units. The customer stated that the insulin did exit. The customer mentioned that the cannula was not bent. The customer was unable to finish the call.